Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 630cc saline prosthesis, catalog # 3503630, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round high profile 630cc saline prosthesis and experienced deflation post procedure. As a result, the patient had bilateral prosthesis replacement on (B)(6) 2018.

Manufacturer narrative:
On 2/14/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, on 2/22/2018, mentor became aware that, in the initial report, the patient code of infection was accidentally omitted. It has been added to this supplemental report. (B)(4).

Manufacturer narrative:
Additional information was received on 3/17/2018. The final fill volume of the original implant was 650cc. The devices were not replaced after explant. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round high profile 630cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 3.2 cm on the anterior aspect and extending to the posterior aspect. Also, creases within the rent on the posterior aspect were noticed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Per a database query, this is the only reported complaint of infection against lot number 5870283. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation team concluded that the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery, and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).